Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system with a terumo introducer sheath. There appeared to be another eluvia device that is separated at the inner liner stuck inside the tip of this complaint device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. The additional device that was stuck in the tip was removed. Visual examination revealed kinks to the outer sheath at the nosecone and 37.4cm from the nosecone. Microscopic examination revealed no additional damages. The lock was still in the manufactured position and the stent was still visible under the middle sheath. There was blood in the middle sheath. The introducer sheath was cut open and it was verified that there was no stent stuck in there.inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent prematurely deployed. A 6x100x130 eluvia drug-eluting vascular stent system was selected for a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery (sfa) chronic total occlusion (cto). During the procedure, the first 2 stents were delivered successfully. When attempting to deliver the last stent, it deployed directly info the non-bsc sheath. The locking mechanism was still on the thumbwheel. There was no resistance when advancing the device through the sheath. The sheath was removed with the deployed stent in it, and replaced with another one. A new eluvia stent was placed and the procedure was completed. There were no patient complications.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent prematurely deployed. A 6x100x130 eluvia drug-eluting vascular stent system was selected for a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery (sfa) chronic total occlusion (cto). During the procedure, the first 2 stents were delivered successfully. When attempting to deliver the last stent, it deployed directly info the non-bsc sheath. The locking mechanism was still on the thumbwheel. There was no resistance when advancing the device through the sheath. The sheath was removed with the deployed stent in it, and replaced with another one. A new eluvia stent was placed and the procedure was completed. There were no patient complications.